Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant there were high right ventricular (rv) lead thresholds, high impedance and loss of capture. It was further reported the patient was bradycardic due to loss of capture. Reprogramming of the lead was performed and capture was confirmed at 5 volts. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.